Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and anemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded on (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Lot number : 646516 manufacture date: 2009/06 expiration date: 2012/06 . Lot number: 654830 manufacture date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: outcome for the event pelvic pain updated to recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded on (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated, removal date, new events vaginal haemorrhage and menorrhagia added. Lot number was provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and device expulsion ("migration of essure device location of device: uterus") in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and anemia. Concomitant products included nsaid's since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced acne ("hormonal changes describe: acne"), mood swings ("mood swings"), arthralgia ("extreme joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy due to complications from the essure) and surgery (total hysterectomy and bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, acne, mood swings, arthralgia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered acne, arthralgia, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded on (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Lot number : 646516 manufacture date: 2009/06 expiration date: 2012/06. Lot number: 654830 manufacture date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received. Added events migration of essure device location of device: uterus, acne,mood swings,dysmenorrhea(cramping), extreme joint pain. Updated onset date.concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and device expulsion ('migration of essure device location of device: uterus') in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, anemia, ovarian mass, ovarian cyst, uterine fibroid, menstruation abnormal, cesarean section, myomectomy, menometrorrhagia, germ cell neoplasm and teratoma. On (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Concomitant products included iron, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 1 year after insertion of essure. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced acne ("hormonal changes describe: acne"), mood swings ("mood swings"), arthralgia ("extreme joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy and lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, acne, mood swings and arthralgia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered acne, arthralgia, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: successfully occluded. Diagnostic results: lot number: 646516, manufacture date: 2009-06, expiration date: 2012-06. Lot number: 654830, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and device expulsion ('migration of essure device location of device: uterus') in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and anemia. Concomitant products included iron, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 1 year after insertion of essure. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced acne ("hormonal changes describe: acne"), mood swings ("mood swings"), arthralgia ("extreme joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, acne, mood swings and arthralgia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered acne, arthralgia, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: successfully occluded. Diagnostic results: on (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Lot number: 646516 manufacture date: 2009-06 expiration date: 2012-06. Lot number: 654830 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and device expulsion ('migration of essure device location of device: uterus') in a 28-year-old female patient who had essure (batch no. 654830, 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and anemia. Concomitant products included iron, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 1 year after insertion of essure. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced acne ("hormonal changes describe: acne"), mood swings ("mood swings"), arthralgia ("extreme joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, acne, mood swings and arthralgia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered acne, arthralgia, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: successfully occluded. Diagnostic results: on (B)(6) 2009, hysterosalpingogram(hsg) and result was total bilateral occlusion, unilateral occlusion (right tube occluded), migration of essure device, hsg-l essure device migrated. Lot number : 646516 manufacture date: 2009/06, expiration date: 2012/06. Lot number: 654830 manufacture date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain vaginal haemorrhage and menorrhagia were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.